Event description:
Icp catheter inserted. Reading was 7. Catheter disconnected from pressio2 whilst pt moved onto new bed and reconnected. Catheter was held/supported by reg, no pulling from pt end of sensor end. Initially ok when reconnected to p2 unit then the screen started flashing and screen went black. Battery on two bars. Pt sent to ICU and monitor plugged in. Same again, screen flashed and the went black. Tried two other pressio2 monitors and the same happened. Catheter explanted and new catheter inserted.

Manufacturer narrative:
Pending information to start further investigation.